Event description:
(B)(4). It was reported that during a stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2010, the patient presented with fairly consistent exertional chest discomfort radiating to shoulders and back. The subject was diagnosed with stable angina and cardiac catheterization was recommended. The 90% stenosed and 24mm long target lesion was a long lesion extending from the proximal right coronary artery (rca) to mid left anterior descending artery(lad) with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation using an apex 3.5 x 15mm balloon catheter. The patient experienced chest discomfort and chest pain and there was transient slow flow with side branch compromise noted upon first inflation of the apex 3.5 x 15mm balloon catheter. This was treated aggressively with ic medications, resulting in gradual resolution of the slow flow. The procedure was completed with overlapping placement of a 4.00x16 mm taxus liberte study stent and 3.50x24 mm taxus liberte study stent, resulting in 0% residual stenosis following post-dilation. The following day the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).